Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to an inoperable sidecom board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the sidecom board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call is not functioning. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).